Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. Patient reported that they missed low alert from the receiver and passed out while on the telephone with a friend. The patient's friend did not hear a response from patient and contacted patient's son. Patient's son woke the patient up. Patient did not go to hospital or receive medical intervention. Patient could not recall if anything done after waking up. At the time of contact patient is stable. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.